Manufacturer narrative:
(B)(4). Pump received with blank display due to moisture damage on electronics assembly. Unable to perform any tests due to blank display. Pump received with severe scratches on display window. No crack on display window noted. The test reservoir stay locked in place noted. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the screen of the insulin pump had a cracked and had a moisture inside. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.